Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, the stent delivery system froze on the guide wire. The 90% stenosed lesion was located in the moderately tortuous left common iliac artery to external iliac artery. Vascular access was obtained using contralateral approach. The wallstent endoprosthesis with unistep plus delivery system was introduced inside the patient, but it was unable to cross the target lesion. Upon attempting to withdraw the wallstent endoprosthesis with unistep plus delivery system in order to pre-dilate the lesion, the wallstent got stuck on another manufacturer's guide wire and force was required to separate the wallstent from the guide wire. As the physician attempted to withdraw the wallstent unistep plus, the outer sheath of the device was pulled and stent was deployed outside the body. The procedure was successfully completed by pre-dilating the lesion with a wanda balloon catheter and implanting an 8mm x 47mm. No further patient injuries or complications were reported. The patient's status was reported as "good."